Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt can no longer hear with her device since the beginning of (B)(6) 2011. No information about any reason or cause was reported. A CT scan performed on (B)(6) 2011, shows that all electrode channels seem to be placed in cochlea. Testing over a period of time shows an increasing number of hi channels.